Manufacturer narrative:
The 30 degree endoscope involved with this complaint has been returned for evaluation. Failure analysis confirmed/replicated the customer reported complaint of "turns itself to wrong orientation". The endoscope was found to have a scope bearing friction issue at the camera instrument adapter (ciad). Additionally, the endoscope was found to have leaks at the proximal fibers and a failed functional leak test. A review of the instrument log for the 30 degree endoscope instrument (470057-08/980593) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the 30 degree endoscope turned itself to the wrong orientation. A spare endoscope was used to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: operating room (or) staff practice is to inspect all instruments prior to use and, if any damage or abnormality is observed, the instrument is taken out of use and reported. Julie did indicate that, although that is staff practice, she could not confirm in this specific instance. She confirmed that there was no patient harm. The patient was reported to be an 18-year-old (date of birth: (B)(6) 2004) female weighing 246 lbs. No further details were available.